Manufacturer narrative:
Age at time of event: > (B)(6) years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11926. It was reported that perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The shape of the laa was noted to be a big chicken wing. A watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The device was deployed, but landed too distal. They opted to fully recapture and remove the device. Imaging sweeps revealed no evidence of pericardial effusion. The procedure continued and a second 27mm wds was then deployed and released. Approximately one hour post procedure the patient started crashing. A small perforation had led to pericardial effusion. Pericardiocentesis was performed. The drain was left in place and removed the next day prior to the patient¿s discharge. No further patient complications were performed.